Event description:
Caregiver for the customer performed a blood glucose test and received a result of 270ml/dl. They thought the customer looked funny and that their legs looked rubbery. 911 was called and the customer was taken to the emergency room. They checked their blood glucose and received a result of 68mg/dl. The customer was given orange juice and insulin. Unknown if controls were being used. A request was made for the return of the suspect device and replacement was sent.